Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Customer reportedly changed the cartridge to address the issue. Multiple attempts were made by tandem technical support provide additional trouble shooting, however, no response was received. Customer¿s blood glucose level was 494 mg/dl.